Event description:
Drager evita ventilator powered off and restarted. The nurse began bagging the patient. The ventilator alarmed but had no reason for powering off. The ventilator was replaced and the suspect ventilator was removed from service.====================== manufacturer response for pediatric ventilator, evita xl intensive care ventilator======================error codes were provided to the manufacturer. Additionally, waiting for draeger on error code information. Our biomed discovered several error codes in the ventilator which date back to a recent software upgrade. The manufacturer feels that the upgraded software may have been subtly corrupted during the download process. The errors were of a cumulative type which eventually brought the ventilator down. The biomed staff will reload the upgrade software, run the ventilator for several days and watch for errors. We will also sample several of our other ventilators of this type to see if they are showing error codes since the upgrade.